Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User requested sensor removal. The sensor was removed on (B)(6) 2019. No RMA was authorized, thus there was no material to investigate. No investigation was possible.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where there were sensor inaccuracies and user requested for sensor removal.